Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to all the station. A technical support specialist (tss) dialed into the server and ran a server downtime query, which showed carefusion coordination engine (cce) xml sent time delayed by more than an hour. Deployed interface services utility, but status remained delayed. Restarted external messaging, bd pyxis¿ external communication service, bd external inbound processors service, and net transmission control protocol (tcp) services, then re-ran the query, xml processed time was current, but cce xml sent time still delayed. Escalated to integration engineering support team (iest), who confirmed admit discharge transfer (adt) and orders messages were crossing from meditech to server. Contacted customer, but no new ER patients were available to verify. With no further updates from the customer, the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had orders not crossed over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.